Event description:
The customer observed falsely decreased wbc and platelet results generated on the cell dyn ruby for multiple samples. The initial wbc results for these parameters were 0.00 or close to 0.00. The discrepant results were not reported out of the laboratory. The following data was provided: (B)(6) 2023 sid (B)(6) platelet: initial result = 9.02 10e3/ul, repeat = 184 10e3/ul sid (B)(6) wbc: initial result = 0.023 10e3/ul, repeats = 10.5 10e3/ul. (B)(6) 2023 sid (B)(6) platelet: initial result = 0.00 10e3/ul, repeat = 297 10e3/ul. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased wbc and platelet results generated on the cell dyn ruby for multiple samples. The initial wbc results for these parameters were 0.00 or close to 0.00. The discrepant results were not reported out of the laboratory. The following data was provided: (B)(6) 2023. Sid (B)(6) platelet: initial result = 9.02 10e3/ul, repeat = 184 10e3/ul. Sid (B)(6) wbc: initial result = 0.023 10e3/ul, repeats = 10.5 10e3/ul. (B)(6) 2023. Sid (B)(6) platelet: initial result = 0.00 10e3/ul, repeat = 297 10e3/ul. No impact to patient management was reported.

Manufacturer narrative:
Update: section d10 updated from blank to perist pmp tbg-md,91485-01,531554971 section h4 - device mfg date updated from blank to 3/20/2012 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Customer data was reviewed and aligned with the customer¿s issue and no additional issues were identified. Review of the instrument logs showed samples with flagged results for rbc, platelet, wbc and related parameters. The peristaltic pump tubing was replaced, and the falsely depressed results and flagging errors were resolved. Review of the service history report did not show any sign of additional problems occurring on the instrument. A search for similar complaints did not identify an increase in complaint activity. A review of tracking and trending for the peristaltic pump tubing did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the cell-dyn ruby for serial number (B)(6) or the peristaltic pump tubing, was identified.